Event description:
It was reported that during a case the tip of probe unit fell off into the pt¿s shoulder. It was further reported that the surgeon left the piece inside shoulder, he feared further damage to the pt by searching for it.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.